Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was subjected to an magnetic resonance imaging (MRI) procedure, however was not programmed to MRI protection mode. After the MRI procedure was stopped, the device was unable to be interrogated. A magnet reset was attempted with no success and no tones were emitted. This device was subsequently explanted and replaced as there was concern of therapy being compromised. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device had no telemetry. Initial visual inspection found no anomalies. The hybrid was attached to an external power source and noted a higher than normal current drain condition. The battery was damaged when taking apart the device, thus analysis was unable to confirm if the MRI caused a significant drain on the battery. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred due to the patient undergoing a MRI without being in MRI protection mode. The damage to the high voltage fuse can saturate the transformer.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was subjected to an magnetic resonance imaging (MRI) procedure, however was not programmed to MRI protection mode. After the MRI procedure was stopped, the device was unable to be interrogated. A magnet reset was attempted with no success and no tones were emitted. This device was subsequently explanted and replaced as there was concern of therapy being compromised. No additional adverse patient effects were reported.